Event description:
Upon interrogation, the device began oversensing on the ventricular channel and inhibiting pacing. The patient did not have any underlying ventricular rhythm and became syncopal. The interrogation was immediately ended. The device was interrogated a second time, resulting in oversensing and inhibited pacing. The interrogation attempt was again ended. The physician requested to have the programmer analyzed.